Event description:
It was reported a revision surgery was performed.

Manufacturer narrative:
.

Manufacturer narrative:
The manufacturer report number suffix should start with (B)(4), the manufacturing site is in (B)(4).